Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 3.0 mm x 60 mm x 135 cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.